Event description:
It was reported by the user site that during a selenia dimensions procedure on (B)(6) 2026, that the c-arm exhibited jerking movement during the tomosynthesis sweep. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and, upon inspection, found loose c-arm gear bolts within the vertical travel assembly (vta). The fse performed c-arm repairs and vta calibrations. The fse verified that the system is now operating according to manufacturer specifications, and that the unit was returned to service. No further information is currently available.